Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 52mg/dl, 56mg/dl, 45mg/dl and 57mg/dl which was treated with juice. Customer had alerts like calibration not accepted and lost sensor signal. Customer received a change sensor alert after a calibration not accepted. The insulin pump alarms all the time, we try to turn it off and its constantly beeping. Sensor will be returned for analysis.